Manufacturer narrative:
Concomitant products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that there was a removal of the implantable neurostimulator (ins) and lead on (B)(6) 2014. It was noted to be therapy related. It was unknown if there was a change in therapy or if it was gradual or sudden. The manufacturer's representative was only notified post-explant for pickup. There was no patient death. The patient status after the device was removed was recovered without sequela.